Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an infusion of cisatricurium and milrinone was found to be leaking from a cracked tubing. There was no longstanding harm to the patient however sedation medication was given for increased hr and agitation.